Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's stimulation turned off 3 to 4 times a night. When the pt got up in the morning, she would have to turn the stimulation on because no lightening bolt icon was seen on the pt programmer. Pt usage was 87 percent and she usually had her stimulation on 24 hours a day, seven days a week. Further information was requested.